Event description:
It was reported that a user experienced out-of-range blood glucose (bg) values while using the ilet following three dinner and one breakfast announcements within 2 hours, for a muffin and coffee with cream that resulted in several 4-unit insulin doses. Symptoms included hypoglycemia with a recorded bg of 61 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of device data and user report. Investigation of this case revealed meal announcement use inconsistent with actual intake and probable insulin stacking contributing to the low glucose. It was concluded that the device functioned as designed and that user education on meal announcements and coffee with cream entries was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.